Event description:
It was reported that the patient was admitted on (B)(6) 2021. The patient had several hemolyzed lactate dehydrogenase (ldh) which were within normal limits for patient on repeat. Elevated ldh and thrombus were not confirmed. There was no changes to patient condition or anticoagulation status that may have contributed. There were no changes made to the pump parameters. An echocardiogram (echo) was performed and the patient was treated for hypertension and pneumonia. The patient was transferred to outpatient and was doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the report of hemoptysis, hypertension, and pneumonia could not be conclusively established through this evaluation. Additionally, a specific cause of the patient¿s pneumonia could not be conclusively determined. A review of the submitted log file from (B)(6) 2021 through (B)(6) 2021 found that the pump maintained a speed above the low speed limit without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log file. The patient remains ongoing on vad-54463 with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 19apr2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding (perioperative or late) and local infection as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also includes information regarding how to prevent and control infection. Section 6 (under "pump performance monitoring") states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg (millimeters of mercury) should be considered adequate. The heartmate ii lvas patient handbook, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented for hemoptysis and hypertension. The patient was stable after admission with hemolyzed lactate dehydrogenase (ldh) and no other apparent symptoms of thrombosis.